Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a air bubbles caused by a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(6). (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion-selective electrode) patient results on their au480 chemistry analyzer. The erroneous results were not released out of the laboratory. There was no injury or change in patient treatment associated with this event. The customer did not provide data, and the number of patients involved is unknown.